Event description:
It was reported that the hard tip of the pacing electrode pierced the patient¿s heart. The patient had to go for open heart surgery to seal the perforation with a patch. The hard tip made the wire easy to advance, however if they laid the tip against the wall of the heart, it perforated easily. This happened twice. The lot no they had: gfds3134, gfdt2463, gfdu3076, gfdw0734 and gfdy0759. As per the follow up it was reported that the procedure under gone by the patient was tavr (transcatheter aortic valve replacement) procedure with access through femoral artery.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The reported event could not be confirmed. A potential root cause was improper material selection. The device history record was reviewed for the following lot numbers: lot no gfds3134, manufacturing date: 26jun2019, expiry date: 31may2021. Lot no gfdt2463, manufacturing date: 16jul2019, expiry date: 31jul2021. Lot no gfdu3076, manufacturing date: 22aug2019, expiry date: 31aug2021. Lot no gfdw0734, manufacturing date: 28sep2019, expiry date: 30sep2021. Lot no gfdy0759, manufacturing date: 05dec2019, expiry date: 31oct2021 and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use bard® temporary pacing catheters are designed to transmit an electrical signal from an external pulse generator to the heart or from the heart to a monitoring device. When an internal lumen is present (other than the one used for balloon inflation), it may be used for fluid infusion, pressure monitoring, or blood sampling. General warnings: these warnings apply to all bard® temporary pacing electrode catheters. Inappropriate electrical connections, e.g. Into a wall socket, may pose serious risk of adverse health consequences or death. Please ensure that the catheter is connected as recommended for pacing or measuring intracardiac electrograms. This device is for one time use only. Reuse or resterilization can impair the structural integrity and/or performance of the catheter. Adverse patient reactions can also result from reuse. The risks of using temporary pacing catheters include those risks related to heart catheterization, such as thromboembolism, perforation, tamponade, and infection. The induction of an unintended arrhythmia is a known complication. This device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing. Precautions: excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Warnings: do not inflate balloon beyond stated maximum inflation capacity of 1.5 ml. Balloon must be completely deflated before withdrawal of the electrode catheter. If the balloon catheter has been inflated in vivo for more than one minute, completely deflate the balloon and reinflate it to the recommended capacity of 1.5 ml. This is recommended because carbon dioxide diffuses through the latex balloon. Precaution: when using a balloon catheter, use care when removing the protective sleeve from the distal portion of the catheter. Forced removal of this protective sleeve may result in damage to the balloon and the catheters structural integrity. Instructions for use: in case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test. Using the aid of fluoroscopy or an ECG monitor, advance the catheter through the cannula to the desired position. If using a balloon catheter, inflate the balloon when the catheter is in the right atrium. Please note that the balloon can be inflated or deflated only when the stopcock is parallel to the catheter shaft. Do not pull the catheter back through the cannula as it may cause damage to the catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hard tip of the pacing electrode pierced the patient¿s heart. The patient had to go for open heart surgery to seal the perforation with a patch. The hard tip made the wire easy to advance, however if they laid the tip against the wall of the heart, it perforated easily. This happened twice.